Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.0x28mm xience xpedition stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. On (B)(6) 2016, the patient started experiencing unstable angina on exertion. On (B)(6) 2016, a diagnostic catheterization displayed left main (lm) disease. The patient was admitted to the hospital. On (B)(6) 2016, a new bypass graft was placed in the target vessel, proximal to the target lesion. It is unknown if there was re-stenosis within 5mm of the 3.0x28mm xience expedition stent. On (B)(6) 2016, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.